Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead had an insulation damage. The ra lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of the insulation damage was confirmed. A complete lead was returned in one piece with the helix retracted. And clogged with blood/ tissue. Visual inspection of the lead found procedural damage to the outer insulation at the proximal region. The cause of the reported event of insulation damage was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.